Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, pump was arranged for replacement by technical support, and caller planned to follow up with healthcare provider regarding an out-of-warranty loaner pump.